Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump was alarming off no power without a low battery alert and the battery icon showed full. It was stated they had changed the battery three times. Father also reported the a motor error alarm was found in the history. The drive support cap is recessed. The device was not exposed to a magnetic field and it passed the displacement test. Blood glucose value unknown. The insulin pump was replaced but not returned for analysis.